Event description:
Medical professional reports for pt who tested blood glucose as 210 mg/dl on suspect device at home. Pt went to dialysis clinic where glucose controls were run and were in range. Pt underwent dialysis treatment and then went to hosp where her blood glucose was >600 mg/dl (venous blood 2 hrs later). Pt was admitted to hosp.